Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-06505, related manufacturer reference number: 2017865-2021-06507. It was reported that the patient passed away due to cardiorespiratory arrest from chronic heart failure and ischemic dysfunction. No further information was received.